Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a day after the implant procedure, failure to capture and failure to sense were observed on the atrial lead due to dislodgement. The lead was repositioned the same day. Subsequently sensing issues were noted due dislodgement again. The lead was explanted and replaced. The patient did not experience any symptoms.